Manufacturer narrative:
Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection was pseudomonas from a vad. There was no allegation of device malfunction. A biokit was sent for return and evaluation of the device; however, the device has not been able to be located. At present, the hospital believes there is no device for return.

Event description:
Through follow up with the health care provider, medical records were received. The discharge summary admission diagnoses states "endocarditis of the aortic valve secondary to vad. Sepsis. Recent urinary tract infection." The operative report indicates the blood cultures revealed pseudomonas as well as enterobacter. A tee revealed possible endocarditis of the aortic valve and due to concerns of infection from the vad, it was decided to remove his vad and begin IV antibiotics. The operative report states the previous aortotomy was identified, dissected and opened at this time. After doing that the valve was visualized. We saw some exudative stuff on the leaflet of the right coronary cusp. This was removed and sent off for culture. We did obtain cultures of the leaflet as well at this time. With the aortic retractor in place, we cut the previous sutures and explanted the old valve. There was some clot or vegetation attached to the lower side of the right coronary cusp which was also removed. His aortic valve was replaced. The [new] valve was examined and inspected again and it all appeared to be well-seated onto the anulus. The patient was transported to the ICU, tolerated the procedure. Intraoperatively no complications noted..

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm aortic pericardial valve, implanted one (1) year and eight (8) months, was explanted and replaced with the same size and model device. The reason for the explant remains unknown.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device has not been returned for evaluation. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. It is unknown why this device was explanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve after a relatively short period of time can be due to stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis non-calcific degeneration or regurgitation. In this case, information regarding this valve explant was received through our implant patient registry process. Attempts to get additional information regarding the condition of the device or the event surrounding the explant have been unsuccessful; therefore, the root cause for explant of this device remains indeterminable. If new information becomes available, a follow up report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.